Manufacturer narrative:
The most likely cause of the ball retainer tube dislodging from the inserter is the tab feature on the returned ball retainer tube ((B)(4)) was not fully deployed in the receiving feature of the (B)(4) hex tube. When the purple knob was retracted (in the femoral tunnel), the implant disengaged as designed, but when the knob was released (in the tibial tunnel), the ball detent rod ((B)(4)) pushed the ball retainer tube and forced it forward, partially exiting the inserter because of the over-sized tendons, the laser cut features on the tube caught the tissue of the tendons. The inserter was removed as usual, but the ball retainer tube was pulled from the hex tube ((B)(4)) leaving it in place within the tendon bundle of the tibial tunnel. The inserter may have been damaged during off-axis insertion. The failure rate for ball retainer tube separation has been (B)(4) in 48 months period ((B)(4)). According to internal procedure (B)(4), this rate is considered as improbable ((B)(4)). The likelihood of occurrence in the future remains the same or less since the manufacturing process or design has not been changed and additional controls have been added. There is a 100% visual inspection step for the assembly of this part. Cayenne medical is adding additional controls for this assembly step, (B)(4). This complaint case is considered as an isolated incident where the manufacturing operator potentially did not follow the assembly instructions when making this unit. This assembly step is manual; there is a 100% visual inspection in place at the vendor. No additional warning is required for the field or users.

Event description:
A (B)(4) ball retainer tube from an aperfix femoral inserter was returned to cayenne medical from a hospital in (B)(6). This particular part was removed from a patient's knee on (B)(6) 2010, (B)(6) weeks after the original surgery, ((B)(6) 2010) without incident. An x- ray of the knee post-op ((B)(6) weeks after) shows the ball retainer tube inside the patient's knee. The ball retainer tube is made of stainless steel, type 316l. The surgery on (B)(6) 2010, was a revision to reconstruct the re-torn acl with the aperfix femoral implant.